Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error . The probable cause could not be determined . The reported event of a new sensor alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.